Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the products remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: tibia item # unknown lot # unknown, bearing item # unknown lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02863, 0001822565-2019-02864.

Event description:
It was reported that patient underwent left total knee arthroplasty and subsequently has been experiencing pain, limited extension, swelling, vibrates, makes noise, grinding, warm to the touch. Three months after the initial procedure the patient underwent mua however patient continues to have the same issues.